Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that their weight was (B)(6) pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient said whenever she walks into a (B)(6) it shuts her stimulation off. Patient requested recall information and field corrective action was reviewed, which was unrelated. The patient does not intend to follow up with their doctor. No further complications were reported or are anticipated.